Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the collar broke off of the hemopro2 extension cable. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and some evidence of blood. A visual inspection determined that the outer collar of one end of the adapter cable was dislocated and returned. Based upon the rec'd condition of the device, the reported complaint was confirmed. Since this is an OEM supplied device, a lot history review is not applicable. (B)(4).